Manufacturer narrative:
As part of our investigation, the ess discussed this reprocessing deviation with the customer and was informed that a new scope buddy that provides suctioning was to be purchased when the suctioning was removed and due to the pandemic it was never purchased. The ess reported that the importance of suctioning the model: tjf-q180v, pcf-h190l and ebus scopes was discussed with the facility¿s endoscopy manager and reprocessing staff. The facility will be purchasing a portable suction into the unit to be used in reprocessing. The device will not be returned.

Event description:
The service center was informed that during an onsite reprocessing in-service with an endoscopy support specialist (ess), it was noted that scope suction was not being performed. The ess reported that the facility¿s suctioning in the reprocessing area had been removed months ago and there is no suction for any scopes being reprocessed. There was no patient involvement, patient infection or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that there was a possibility that infection/patient injuries occur due to insufficient cleaning of the device, therefore, for measures against this case, cleaning of the device in accordance with the instruction manual is required. The instruction manual was reviewed by the legal manufacturer and it was found that cleaning methods for the device were described in chapter 7 cleaning, disinfection, and sterilization procedures.